Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25x12 mm xience sierra stent delivery system (sds) was advanced to the left anterior descending coronary artery. When the sds was inflated to an unknown pressure, it was noted that the sds was not holding pressure with the slow inflation. The pressure was lowered and then rapidly inflated to 14 atmospheres which deployed the stent. A 2.5x8 balloon dilatation catheter was inserted to postdilate the stent. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported inflation issue and noted material rupture were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, interaction with other devices and/or the anatomy resulted in the noted scratched balloon; thus, resulting in the reported material rupture as the device was inflated. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a